Event description:
It was reported that noise was observed on atrial and ventricular channels. The patient was shocked at 20 j due to conducted rvr in vf zone. Following the rhythm accelerated to vf and a 30 j shock successfully converted. Noise seen on the ventricular channel led to inappropriate therapies. X-ray revealed externalized conductors. Patient expired on (B)(6) 2012. Physician does not allege ICD system failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.